Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 208 mg/dl, 101 mg/dl, and 119 mg/dl within 10 minutes on the aviva expert system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.